Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report that the sample probe on an immmulite 2000 xpi was splashing small drops of sample on the processor shuttle. A siemens customer service engineer (cse) was dispatched to the customer's site on multiple occasions for the reagent probe droplet issue. The cse checked the tubing and probe adjustment, reagent valve, reagent dual resolution dilutor (drd), reagent drd belt and motor coupling tension, reagent probe dispense angle, reagent probe manifold, electrical connections, and water quality. The cse exchanged the reagent and sample probes, drd modules, and the sample drd seals and springs. After a few weeks, the customer reported that discordant hcg results were obtained on patient samples. A siemens medical affairs specialist reviewed the results provided for the patient that was known to suffer from an ectopic pregnancy. Siemens determined that a falsely depressed hcg result in a patient with known ectopic pregnancy will likely be questioned, as it happened by the medical provider in this case, lead to repeat and follow-up testing and taken in context of the overall clinical picture of the patient and additional monitoring. Ectopic pregnancies are no viable pregnancies. The drd positions were readjusted, and the sample valves mechanical coupling and reagent probe manifold adjustments were checked. The reagent probe, up and down seals, and springs were replaced multiple times. The cause of the discordant hcg results is unknown. Siemens is investigating the issue.

Event description:
Discordant human chorionic gonadotropin (hcg) results were obtained on several patient samples on an immulite 2000 xpi instrument; however, the customer only provided results for one patient sample. Some samples were repeated on the same instrument, while others were sent to an alternate laboratory. The repeat results were reported to the physician(s). The customer reported that there was one falsely low human chorionic gonadotropin (hcg) result obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was reported to and questioned by the physician(s). The sample was repeated on the same immulite 2000 xpi instrument and the repeat result was higher. The repeat result was reported, as the corrected result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed hcg results.

Manufacturer narrative:
Siemens filed initial MDR 2247117-2022-00001 on 13-jan-2022. Additional information (22-feb-2022): siemens further investigated the issue and determined that after the customer service engineer (cse) replaced the dual resolution dilutor (drd), no further issues were observed. The investigation findings and investigation conclusion code in section h6 were updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.